Event description:
The customer reported that an 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) inspected the device and was not able to duplicate the problem. The unit passed extended self-testing.